Event description:
A tech was preparing an IV for a micro-preemie noticed something on the plunger of the syringe. He saved the syringe and did not use the saline he had drawn up in it. It appears to be lubricant on the plunger.